Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported an undesirable increase in stimulation when the evoke closed loop stimulator (cls) was turned on, following charging. Troubleshooting was performed, including reprogramming, without resolution. During an impedance check, the patient reported feeling undesirable increase in stimulation and signal clipping was observed and the cls was turned off. A revision procedure was performed to replace the cls and resolve the reported event.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The cls was discarded. The device logs were reviewed from 26january2026, and no errors or issues were observed. The root cause of the reported increase in stimulation cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "undesirable changes in stimulation sensation and/or location and the patient may require surgery (including revision, explant, and replacement) as a result¿.